Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date the symptoms were discovered as the outcome of implantation. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with uterine prolapse, cystocele, incomplete uterovaginal prolapse, stress urinary incontinence, and rectocele. On (B)(6), a boston scientific "vaginal mesh product" was implanted into the patient during a procedure. Reportedly, on (B)(6) 2019, it was discovered that pain and itching experienced by the patient were due to the implanted device problem. Subsequently, the patient underwent a revision surgery on (B)(6) 2019.